Event description:
Event description boston scientific, crm received information that this left ventricular (lv) lead had an impedance measurement of 2000 ohms. This lead is a unipolar lead and had been programmed to a dual configuration. The lead was programmed to the correct unipolar configuration, and the lead impedance and threshold measurements were confirmed to be normal. The lead remains implanted. No adverse patient effects were reported.